Event description:
It was reported that the patient stated that the infusion set cannula bent because the patient climbed on furniture and accidentally hit/damaged the set on their abdomen. This is accidental damage caused by the patient's activity, not a defect in the device itself. The device was inserted correctly, on (B)(6) 2026, however no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.